Event description:
It was reported that streaks appeared on the lower liquid crystal display screen when the external pulse generator was being turned off. It was further reported that the generator would intermittently shut off when a new battery was inserted. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: analysis confirmed the customer comment of streaks appearing on the display but was unable to confirm the customer comment that the device shut down. Analysis did find that the upper case, side bail covers and battery drawer were broken, that the lower case was broken and contaminated, that the battery release, ring cover and lead flex cover were contaminated, the battery contacts were compressed and that it needed a battery drawer o-ring. All found defective parts were replaced.

Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).